Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported complete clip detachment (ccd) in this incident could not be determined. The reported foreign body in patient appears to be related to the ccd. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The reported device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled: "acute occlusion of the right coronary artery: an unusual case."

Event description:
This is filed to report complete clip detachment and foreign body in patient. It was reported through a research article titled, acute occlusion of the right coronary artery: an unusual case which identifying mitraclip devices that may be related to clip detachment which became a foreign body in patient. Specific patient information is unknown. Details are listed in the article. No additional information was provided.